Event description:
Patient experienced hyperpigmentation due to user error because treatment settings were not followed per clinical guidelines.

Manufacturer narrative:
Patient given topical vitamin c for preventative care. Hyperpigmentation is expected reaction from laser treatment, but treatment settings were not followed per clinical guidelines. User error was the root cause of this incident, so a device evaluation was not required. This user error incident is reportable.